Manufacturer narrative:
Investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stop events captured in the submitted log file. A distal end driveline replacement was performed by a technical services representative on 26dec2018 under work order (B)(4). Approximately 16.5¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be an electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate were unremarkable. Shield breakdown was observed adjacent to the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a pump stoppage occurred on (B)(6) 2018. The patient was admitted to the hospital for further monitoring. Review of the log file by the manufacturers technical services representative revealed pump stoppages and speed drops lower than the low speed limit on (B)(6) 2018. These events occurred while the vad was attached to the mobile power unit (mpu). On (B)(6) 2018, a driveline replacement, approximately 2.5 inches from the exit site was performed. Post driveline replacement, additional pump stoppages occurred when the vad was connected to a power module with a normal patient cable. The customer stated they planned to perform a pump exchange. No additional information was provided.

Event description:
Additional information received on (B)(6) 2019 stated that the patient was upgraded on the transplant list to status 2 due to persistent device malfunction despite a driveline repair. The patient was transplanted on (B)(6) 2018.

Manufacturer narrative:
Section event: additional information.